Event description:
The surgeon attempted to implant a silicone lens but it was damaged during insertion. The lens was inserted and the capsule tore. The lens was removed for iol exchange. The pt's prognosis is good.